Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the balloon rupture cannot be confirmed. However, per the implanting physician, the balloon rupture was due to calcification in the sov. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the delivery balloon ruptured during valve deployment. It appeared that calcification in the sinuses of valsalva (sov) caused the rupture. It was initially believed that the 23mm sapien valve was not fully expanded. However after reviewing the echo and root injection imaging the valve was in great position and was functioning appropriately. The native aortic annular diameter was 21mm by tee. The native aortic valve and root were mildly calcified. Per the implanting physician, sov calcification caused the balloon rupture.